Event description:
During a primary surgery and impacting the stem the doctor fractured the calcar. Had to use a control cable to repair the hip. Surgery was delayed 15 minutes in order to repair the fractured calcar.